Event description:
Post-uae, menstruation reduced to one week of severe bleeding. Until 4.5 years post-uae, when menstruation lasted an entire month, stopped for one week, and since then has continued as vaginal spotting. 4.5 years post-uae, gynecologist stated that there are 3 fibroids, indicating a failed uae. Continuous vaginal bleeding interfered with obtaining a pap smear. Pt concerned embolic material may cause cancer.